Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defective event was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of video connector label had peeled was confirmed. In addition to the adhesive around the objective lens peeled, the additional evaluation findings are as follows: bending section cover had a scratch, adhesive on bending section cover had a chip, control unit had a scratch, grip had a scratch, up/down plate had a scratch, right/left plate had a scratch, forceps lever (surgical products) had a scratch, angulation lever had a scratch, switch 1 had a scratch, right/left lever had a scratch, light guide connector had a scratch, light guide cover glass had a scratch, video connector case had a scratch, video connector had a scratch, and video connector had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the endoeye flex deflectable videoscope video connector label had peeled. There were no reports of patient harm. During evaluation of the returned device, it was found that the adhesive around the objective lens was peeled and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.